Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the needle bent during surgery. It occurred at skin closure. Additional patient and event details have been requested.

Manufacturer narrative:
Manufacturing evaluation - samples received: used suture with the needle bent. Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. The needle of the sample received is bent and shows marks of needle holder or other surgical instrument near attachment end and by the tip area as can be seen in enclosed picture. The bent area of the needle is close to these marks. Therefore, the needle has been damaged during handling and bent most probably due to wrong handling. Bending strength results on samples tested during production fulfilled the specification of the product. Care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to onehalf (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reviewed the batch manufacturing record of this product, there are no incidences related to this issue and it was released into the market fulfilling usp/ep and b. Braun surgical requirements.. Final conclusion:the needle received showed a damage in the attachment area and also near the tip area caused by a wrong handling. However, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.